Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion confirm meter was giving high readings. Getting e-6 on his meter and receiving high readings in the 300s. Caller stated he has been doubling and tripling his insulin amount based on the high readings. Is handling the strips correctly. Went over technique; he washes hands and uses alcohol pads (completely dry), squeezes fingers sometimes (no matter what he receives the high readings), uses first blood drop, switches out his needles. He doesn't have control solution. Stores strips correctly and not expired. Caller very upset that he purchased this meter and when I was asking him troubleshooting questions he was not very enthused to be answering them because he has been a diabetic for over 2 years now and knows what he is doing. I asked if he had ever compared the meter to a lab draw or had anything to compare it to and he said no. When I mentioned the control solution he became upset. Please replace meter, strips, and send control solution and label.